Event description:
Hosp staff were treating a patient requiring defibrillation. The device reportedly was charged to 200 joules, but could not be discharged. A back up device was obtained and treatment was continued. The patient was not resuscitated. The reporter stated that the device did not cause or contribute to the patient's outcome. The statement was based on the attending clinician's assessment of the patient's lack of viability and the availability of a back up device.